Event description:
Customer reported obtaining blood glucose results of 487 mg/dl and 223 mg/dl within 10 minutes on the aviva system. Customer did not act on the results and no treatment was received. No serious adverse event was reported. Return requested and replacement product was sent.